Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a needle stick occurred at an unspecified time with a unspecified bd needle. The following information was provided by the initial reporter, "just want to bring up a recent incident where one of our phlebotomists suffered a needle stick injury with a butterfly. She believed the retraction mechanism might have failed. Unfortunately, the butterfly set was disposed of after the incident. As a result, we could not confirm whether the retraction mechanism was malfunctioning at the time."